Manufacturer narrative:
One healing collar (hc343) was returned for investigation (images 1 & 3). Visual evaluation of the as returned product identified minor signs of wear due to usage. The device had no apparent malfunction. Two loosening events were reported with the device. This investigation addresses the first loosening event. Functional testing was performed using applicable in-house implant; the implant was able to engage and disengage with the healing collar as normal (image 2). No pre-existing conditions were reported. The device had been placed on an unknown tooth location for approximately 1 month when the incident occurred. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was removed. DHR review for the lot (2019060895) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2019060895) for similar events and one other complaint was identified ¿ (B)(4). Based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing abutment was placed (B)(6) 2020 and loosened requiring it to be retightened on (B)(6) 2020. Patient was sent home. Tooth location unknown.